Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 (mg/dl). Reportedly, the cause of the low bg level was unknown. Carbohydrates were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.